Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during the month of (B)(6) intermittent occurrences during dialysis sessions where attending clinicians were removing/replacing tego connectors due to "blood leakages and torn membranes". This was occurring during first session and second sessions. There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: six (6) used tego connectors were returned visual inspection (pre and post decontamination) of the as-received tego connectors recorded internal residual blood was observed as well as various component damages/tears. Engineering testing and analysis to the applicable product specification was performed. The results recorded three of the tego connectors leaked, failed and the remaining three (3) tego connectors passed. The tego connectors were than disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Additionally ICU medical has initiated and is recalling those lots that could potentially contain this condition.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during the month of july intermittent occurrences during dialysis sessions where attending clinicians were removing/replacing tego connectors due to "blood leakages and torn membranes". This was occurring during first session and second sessions. There were no reported adverse patient consequences. This is the mfrs. Follow up report to provide additional information and device return investigation findings.